Event description:
Reporter alleged obtaining the results of 422 mg/dl, 257 mg/dl and hi (greater than 600 mg/dl) back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that she did not clean her hands prior to testing. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.